Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during the basic occlusion test and unable to prime during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor (gold). The motor was tested outside the device and passed. There was no motor error alarm noted. The pump had scratched lcd window. There was no compromised force sensor system alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was 349 mg/dl at the time of incident. While troubleshooting for the motor error alarm, the pump alarmed compromised force sensor system but the customer's grandmother declined to continue troubleshooting since the pump will be replaced. The customer's grandmother was advised to disconnect from the insulin pump and revert to back-up plan. The customer's grandmother was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.